Manufacturer narrative:
The consulting physician reported that the erythema, induration, swelling were due to a hypersensitivity to collagen. Oral claritin was prescribed. The patient was considered lost to follow up.

Event description:
A physician reported a pt who was treated on 7/31/96 into vertical lines above the upper lip. On 9/1/96, the pt noted swelling and induration of the upper lip, redness and swelling of the lower lip, and hives on her face and chest. Local symptoms at the treatment sites were denied. She did not consult the physician regarding the symptoms. The symptoms resolved spontaneously (date unknown). On 10/27/96, the pt noted swelling and induration of the upper lip and hives on her face and chest. Local symptoms at the treatment sites were denied. On 11/2/96, the pt was seen in the office, at which time she was asymptomatic. The physician believed that the alleged symptoms were probably not related to collagen; an etiology was not offered on 11/4/96. On 12/6/97, a consulting physician reported that the pt had recurrent, intermittent swelling in the upper lip and was seen by him in 12/97. The consulting physician was not aware that the pt had experienced hives on her chest in the past.